Event description:
Caller states that the pt tested 4.6 inr on the device while a comparison lab drawn within 4 hrs returned as 3.2 inr. Pt's coumadin was reportedly held due to device results, however, no adverse event reported. Requested return of suspect device and replacement was sent.